Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, biomechanical overload, bruxism, pain, mobility